Event description:
Caldera rep noticed the trds cutting window appeared "open" even though the activation button was not pressed. As the surgeon attempted to guide the scope and trd into optimal position, the outer trd sheath began sliding off. Second trd was used and procedure was successfully completed.